Manufacturer narrative:
Device received with intermittent button response due to flattened down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that down button was harder to push than used to be. Customer¿s blood glucose was unknown. Customer stated that insulin pump louder during rewind, had no delivery alerts, cloudy screen, rejected new batteries and had rainbow effect on left side of screen. Insulin pump will not be returned for analysis.